Manufacturer narrative:
Tandem's t:flex user guide states: "the t:flex system is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating). If your t:flex system has been submerged, check your pump for any signs of fluid entry." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has short term memory loss and took the pump into the ocean. Reportedly, the customer immediately realized the pump was in the ocean and got out of the water. The pump was then reported to be unresponsive and the screen was black. The customer's blood glucose (bg) level was 408 mg/dl and it was addressed with a manual injection. It was confirmed that the customer had a backup method of insulin delivery available. A follow up with the customer indicated that their bg level stabilized.